Event description:
The following has been reported:biomed reported:(B)(4),tubing set not recognized error on good known set.no patient harm.a preliminary review identified the following issue: sensor hardware failure (set ID sensor)an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported.additional information is needed to complete the investigation.